Event description:
It was reported that a perforation was noted in the heavily calcified and tortuous left circumflex artery which was caused by an unspecified device. The 3.5x19mm graftmaster covered stent system was advanced, but failed to cross the perforation. Another same size graftmaster covered stent was implanted to seal the perforation. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue.a cine was received and reviewed by an abbott vascular clinical specialist. The reviewer stated; there was an attempt to position the graftmaster stent system in the left circumflex. Although the image is not clear, the stent appears to catch on the proximal edge of the previously placed stent. In the attempt to push the stent system forward in the vessel, the guide catheter retracts due to resistance. Based on the cine conclusion, it is likely that the graftmaster stent system interacted with a previously implanted stent during advancement, resulting in the reported failure to advance.the investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.